Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. The investigation determined the root cause was the software algorithm within the battery charging system. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to recognize its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4)

Event description:
It was reported to resmed that an astral device failed to recognize its internal battery. There was no patient injury reported as a result of this incident.